Event description:
It was reported to philips that power does not shut off when pressing power off button on a allura xper fd20/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service explained the timeout behavior, and the issue appears resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).